Event description:
During a robotic hernia repair, the da vinci erbe generator shut down. The shutdown occurred after tissue dissection. Attempts were made to restart equipment which were unsuccessful as the generator did not respond. The manufacturer representative was contacted for assistance in troubleshooting but the problem was unresolved at time of surgery. The surgery was able to be completed laparoscopically. There was no harm to the patient. Manufacturer response for da vinci erbe generator, da vinci (per site reporter) replaced machine.